Manufacturer narrative:
(B)(4).

Event description:
It was reported that over the past three weeks, the patient had become more sedated. The healthcare professional was unable to arouse the patient even with the sternal rub. The hcp felt that all other causes were eliminated and was considering decreasing the pump. The pump was used to deliver prialt. Additional information has been requested, a follow-up report will be sent if additional information becomes available.